Event description:
The intern was attempting a yag procedure and the physician inadvertently used the slt mode instead; beam was aimed at the patient's macula, bleeding resulted. Lemenis regulatory requested patient history and post-operative status and as of 2006. This informtion has not been provided, the patient's injury is believed by lumenis to be permanent, the lumenis is continuing to request follow-up information from the user facility.